Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left coil could not be seen (2 coils seen 7 days earlier)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermoablation was performed during essure insertion" on (B)(6) 2015. The patient's medical history included vaginal bleeding on (B)(6) 2015. Concurrent conditions included nickel sensitivity and lower abdominal pain. Concomitant products included quetiapine fumarate (seroquel xr). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("strong lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("swelling, looks like being pregnant"), multi-vitamin deficiency ("vitamins are not absorbing well"), back pain ("worsen back pain") and arthralgia ("hip pain"). The patient was treated with analgesics and diuretics. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and multi-vitamin deficiency outcome was unknown, the swelling and abdominal pain lower had not resolved and the back pain and arthralgia had resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, device dislocation, multi-vitamin deficiency and swelling with essure. The reporter commented: she has to use diuretics continuously for swelling and many painkillers for pain. She also informed that the essure destroyed her life. Strong lower abdominal pain started on (B)(6) 2015, patient visited doctor on (B)(6) 2015. Left coil could not be seen. On (B)(6) 2015, pain was stronger. Since then, visiting doctors due to the pain. Vaginal bleeding stopped after thermoablation but pain continues. Weight did not increase after essure, therefore essure was not removed. Patient would like to have them removed and compensation for years of pain would be good diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: left coil could not be seen. Hysteroscopy - on (B)(6) 2015: 03 essure coils on right side and 02 on left side. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: report from the regulatory authority valvira (fi-fimea-20190171) ¿ concomitant drug (seroquel prolong); new adverse events (worsen back pain and hip pain); and essure removal date ((B)(6) 2018). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left coil could not be seen (2 coils seen 7 days earlier)") and paralysis ("palsy symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermoablation was performed during essure insertion" on (B)(6) 2015. The patient's medical history included vaginal bleeding on (B)(6) 2015. Concurrent conditions included nickel sensitivity and lower abdominal pain. Concomitant products included quetiapine fumarate (seroquel xr). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("strong lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("swelling, looks like being pregnant"), multi-vitamin deficiency ("vitamins are not absorbing well"), back pain ("worsen back pain"), arthralgia ("hip pain"), cardiac disorder ("strange heart symptoms"), paralysis (seriousness criterion medically significant) and dysmenorrhoea ("pain during menstruation (stronger than normal menstrual pain)"). The patient was treated with analgesics, diuretics and essure removal on (B)(6) 2018. At the time of the report, the device dislocation, multi-vitamin deficiency, cardiac disorder and paralysis outcome was unknown, the swelling, abdominal pain lower, back pain and arthralgia had resolved and the dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, cardiac disorder, device dislocation, dysmenorrhoea, multi-vitamin deficiency, paralysis and swelling with essure. The reporter commented: she has to use diuretics continuously for swelling and many painkillers for pain. She also informed that the essure destroyed her life. Strong lower abdominal pain started on (B)(6) 2015, patient visited doctor on (B)(6) 2015. Left coil could not be seen. On (B)(6) 2015, pain was stronger. Since then, visiting doctors due to the pain. Vaginal bleeding stopped after thermoablation but pain continues. Weight did not increase after essure, therefore essure was not removed. Patient would like to have them removed and compensation for years of pain would be good. Follow-up from patient: exact location of essure implants was not checked before removal, they were obviously managed to remove. After surgery her inflammations recovered and the pain started to relieve. After surgery, many painkillers and diuretic medication were stopped. She was currently recovering from gallbladder surgery. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: left coil could not be seen. Hysteroscopy - on (B)(6) 2015: 03 essure coils on right side and 02 on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: follow-up from consumer: events added: strange heart symptoms, pain during menstruation and palsy symptoms. Reporter's comment updated. Outcome of events abdominal pain and swelling was changed to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left coil could not be seen (2 coils seen 7 days earlier)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermoablation was performed during essure insertion" on (B)(6) 2015. The patient's medical history included vaginal bleeding on (B)(6) 2015. Concurrent conditions included nickel sensitivity, endometrial ablation since (B)(6) 2015, lower abdominal pain and nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("strong lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced swelling ("swelling, looks like being pregnant") and multi-vitamin deficiency ("vitamins are not absorbing well"). The patient was treated with analgesics and diuretics. Essure treatment was not changed. At the time of the report, the device dislocation and multi-vitamin deficiency outcome was unknown and the swelling and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, device dislocation, multi-vitamin deficiency and swelling with essure. The reporter commented: she has to use diuretics continuously for swelling and many painkillers for pain. She also informed that the essure destroyed her life. Strong lower abdominal pain started on (B)(6) 2015, patient visited doctor on (B)(6) 2015. Left coil could not be seen. On (B)(6) 2015, pain was stronger. Since then, visiting doctors due to the pain. Vaginal bleeding stopped after thermoablation but pain continues. Weight did not increase after essure, therefore essure was not removed. Patient would like to have them removed and compensation for years of pain would be good. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: results: essure coils 3 on right, 2 on left side. Diagnostic results: examination at doctor's visit - on (B)(6) 2015: left coil could not be seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: quality-safety evaluation of ptc. Amendment: incident category changed: event device dislocation considered as migration (left coil could not be seen). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.